Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on the liberty select cycler. Screen was blank during treatment complete - unknown step. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Replaced cycler due to blank screen. This is an out of box failure. The fresenius technical support representative issued the cycler replacement. Estimated time arrival for new cycler is on 12/19/2023 and pick up for old one is on clinic. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed and completed without any failures or problems. Touch screen test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.